Manufacturer narrative:
Date of event is unknown. The 510k: this report is for an unknown locking screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to a total hip replacement on (B)(6) 2018, due to pain and breast cancer spreading to the patient leg. The patient was originally implanted with trochanteric fixation nail-advanced (tfna) nail, tfna helical blade and locking screw on an unknown date a year ago. All implants were removed successfully with no issues. It was unknown if there was a surgical delay. Patient outcome was not reported. This report is for unknown locking screw. This is report 3 of 3 for (B)(4).